Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported a cracked ilet screen across the unlock area, leaving the device unusable. Cause and timing of the damage were unknown. User confirmed no injuries but noted an led crack preventing access to the device. The ilet had been synced prior to shut down and will be returned for replacement. No symptoms experienced during event, and no medical intervention reported at the time of call.